Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not view the medication added into the cartridge flowing through the infusion set tubing. Reportedly, the customer was not using insulin but a different medication. Tandem technical support educated customer that this was off label use. Reportedly, an infusion set change resolved the issue. The customer isn't a diabetic so blood glucose was not impacted.